Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that during a routine fill of the realize laparoscopic gastric band under fluoroscopy it was found the band had slipped and rotated. The band was removed. The patient was released home in stable condition. The device was discarded.

Event description:
Additional information received stating that there was approximate 3.5cc in the band before it was emptied on visit prior to surgery. The patient was having sypmtoms of mild dysphagia and gas.